Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances. It was noted impedances increased from 700-2236 ohms however, there were no stored episodes. The ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).